Event description:
It was further reported that at a recent device follow up visit, the patient stated that they felt the "thumping" again. The patient had visible extracardiac stimulation while testing the left ventricular (lv) lead threshold. The lv lead was programmed to a different vector and the patient did not experience the "thumping" any more.

Event description:
It was reported that the left ventricular (lv) lead was causing diaphragmatic stimulation. The parameters on the lead were reprogrammed and it remains in use. It was noted that the patient is taking part in the (B)(4) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: dtba1d4, ICD, implanted: (B)(6) 2014; 6935m-62, lead, implanted: (B)(6) 2014. (B)(4).